Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while on vacation. The cause of death was diabetes with extreme uncontrolled low blood glucose over night. The customer was prone to severe lows. The caller stated that the insulin pump alarms did not go off and when they woke up, the customer was deceased. The caller did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. No further information was obtained. The caller did not state if they would return the insulin pump for analysis.